Event description:
The calipers have both an inside and outside marking. However, positioning of the words and the way calipers are used can lead staff to provide the incorrect measurement during a surgical procedure. For this event, the femoral head explant was measured using the calipers on the outside edges of the implant. The markings at that time measured 38 outside and 46 inside. Scrub tech announced to the team 48 outside. Markings are confusing and not logical to think the outside measurement appears to be larger than the inside marking. It leads the individual to believe the larger marking is the outside measurement.